Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The affiliate reported that after positioning the ventricular catheter, shunt and distal catheter, there was no flow at the end of the distal catheter. After several attempts to reposition the catheter, the valve was replaced for another one and the new one worked well.

Manufacturer narrative:
On 4/17/2014 we recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. This report is being filed from malfunction to serious injury.

Event description:
During the surgery and after positioning the ventricular catheter, shunt and distal catheter, there was no flow at the end of distal catheter. After several attempts to solve the problem (repositioning the intraventricular catheter) the valve was substitute for another one (same code and same lot) and the new one worked well. The delay in surgery may have been a little more than 30 minutes. On (B)(6) 2014 we recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. This report is being filed from malfunction to serious injury.

Manufacturer narrative:
It was noted that this complaint could not be confirmed. The device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.